Event description:
It was reported the patient had a reaction to the device that was issued. The device was received on (B)(6) 2023 and it was used that same day. It is still unclear when the reaction occurred. However, the device was discontinued a week after. The patient experienced inflammation which went away a few days later. There is no medical history or allergies noted. With regards to the device: the device was cleaned with soap and water prior to delivery. The patient did the same.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. The patient's date of birth was not provided when asked. The patients weight is not provided when asked. Patient weight and ethnicity: this information not provided when asked. Event date: this information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription. The device is manufactured by prescription and not implantable. Device manufacture date: this information not provided at the time of this submission.